Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would not communicate with external devices. Troubleshooting was attempted without success. The patient only charged the ipg once in the last 9 months. The ipg is considered inoperable. As a result, surgical intervention may occur.